Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The allegation on lead was not confirmed. Pressure and hipot tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The lead passed the continuity test with manipulation. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right ventricular (rv) lead was dislodged. This rv lead was explanted. No additional adverse patient effects reported.